Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with one partial recapture and no leak noted. At the 45-day follow-up transesophageal echocardiogram (tee), a 5-6mm jet was noted. It is unknown whether there was any intervention or treatment performed or planned at this time.